Event description:
Pt admitted with complaints of chest pain. She underwent a cardiac catheterization and ptca. The ptca balloon (3.5x20) (nc bandit) would not deflate. With a 60cc syringe. The balloon catheter was removed without incident. The pt recovered and was discharged from the hosp without any noted complications.